Manufacturer narrative:
Patient information was not made available from the site. On 05/08/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a percutaneous thoracic spine procedure, the surgeon alleged an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. They experienced a connectivity issue as the navigation system could not be recognized initially and a second navigation system was brought in to continue the procedure. In trouble-shooting, they confirmed the navigation system was configured to the imaging system. As the first navigation system was not configured with the imaging system properly, once they were able to navigate with the second navigation system all screws were required to be re-positioned. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing.